Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA..

Event description:
Customer reportedly received the following results on an aviva meter, compared to a lab, within 10 minutes: 111 mg/dl (aviva) and 239 mg/dl (lab). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.